Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/31/2017 with the following findings: during investigation, the display was found to be cracked. The pump powered on to a blank display. A test display was inserted and the display screen operated properly. Unrelated to the original complaint, investigation revealed cracks in the battery compartment. Unrelated to the complaint, the display was found to be dim and discolored and the battery compartment was cracked.